Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, the pocket site was revised and the ipg was replaced on (B)(6) 2019. Issue resolved.